Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement was observed via chest x-ray. Upon interrogation, noise was observed. The lead was repositioned. The patient was stable and will continue to be monitored.